Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (line through display) issue. The reporter alleged that there were lines through the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 01/27/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the display screen text was found to be dim/faded and discolored; there were no visible signs of extrinsic lines on the display. Unrelated to the complaint, evaluation revealed that the keypad cover was peeled off and missing. During testing, all buttons responded appropriately to button presses. The clear keypad cover was removed and contamination was found on all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.